Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 09/23/2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly, the pump had no power, there was moisture/corrosion in the battery compartment, and the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 12/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/23/2016 with the following findings: visual inspection revealed that the battery compartment was cracked at the threads and there was moisture corrosion in the battery compartment. The returned battery cap was able to secure to the pump. Leak testing revealed a battery compartment leak. The pump was unable to power on and was completely unresponsive; the complaint of no power was duplicated on investigation. The pump cover was removed and no further moisture was found.